Event description:
It was reported that a blade detachment occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right proximal superficial femoral artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon¿ monorail was used to treat the target lesion. During procedure, upon 4th inflation of the balloon catheter at 6atms for 60 seconds, contrast leakage was noted on the device. Resistance was encountered upon retrieval of the device. The device was removed and found that a part of the blade was detached. The detached portion of the blade was not found in the patient using contrast and perspective images. Procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination found 1 blade and approximately half of the blade pad was detached from the balloon. The proximal section of the blade pad remained attached to the balloon. The 3 remaining blades were fully bonded to the balloon. No damage was noted to the blades. The device was attached to an encore inflation unit. Positive pressure was applied and leak was noted. A further microscopic analysis observed a longitudinal balloon tear from the distal balloon bond to the mid balloon body. No damage was noted to the catheter shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a blade detachment occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right proximal superficial femoral artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon¿ monorail was used to treat the target lesion. During procedure, upon 4th inflation of the balloon catheter at 6atms for 60 seconds, contrast leakage was noted on the device. Resistance was encountered upon retrieval of the device. The device was removed and found that a part of the blade was detached. The detached portion of the blade was not found in the patient using contrast and perspective images. Procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).